Event description:
It was reported 252 days after a coronary artery drug eluting stenting treatment procedure, a pt experienced restenosis of a taxus stent. The index procedure treated one target lesion. The first lesion was located in the proximal left anterior descending (lad) artery. The de novo lesion was 90% stenosed, 2.75mm in diameter, 24mm in length, moderately calcified and mildly tortuous. The lesion was pre-dilated, reducing the stenosis to 20%. The physician deployed a taxus express2 2.75x28mm stent at 9atms. This device is not related to the event. Target lesion two was located in the mid lad. The de novo lesion was 90% stenosed, 2.5mm in diameter, 10mm in length, moderately calcified and mildly tortuous. The physician pre-dilated the lesion reducing the stenosis to 50%. A taxus express2 2.50x12mm stent was deployed and post dilated. The results were 0% residual stenosis with timi-3 flow. The pt was discharged the following day on aspirin and plavix. Two hundred fifty two days after the index procedure, the pt was treated for focal in-stent restenosis of the mid lad treated stent. The event was resolved by performing balloon angioplasty. The pt was taking plavix and aspirin at the time of the event. The pt was discharged at the time of the event. The pt was discharged two days after the procedure. Per the investigator, this event has a "probable" relationship to the device.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #77126225 found that the device met its material, assembly and product specifications, at the time of release to distribution.